Manufacturer narrative:
This event was determined to be supplemental information; investigation findings will be submitted under MFR # 2916596-2025-06957. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was opened and the power cord lock was broken. The mpu had not been issued to a patient yet and the customer requested a replacement mpu.